Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
A pt has reported to stryker via legal correspondences that: in 2009-(B)(6) a pt that was operated and the hip was dislocated and the pt was operated to place the implant. The hip was dislocated again in 2009-(B)(6) and the surgeon implanted another cup. The reference and lot number (of the product that today the pt has implanted) provided is (B)(4) lot k5dmnd. It has been reported that the product was retrieved by a stryker staff and the pt hasn't received any response.